Event description:
Literature: israel z, spivak a. A tremulous twiddler. Stereotact funct neurosurg. 2008;86(5):297-299. Summary: a pt implanted with a dbs generator experiencing twiddler's syndrome is discussed. The clinical syndrome is described and potential technical nuances to prevent its occurrence are suggested. It was reported that a 65 year old woman complained of a tight sensation in the neck above the extension leads. X ray of head and neck was performed which showed the extension leads twisted into a tight braid all the way from the ipg up to and including the connectors to the electrodes on the skull. Impedance testing confirmed integrity of the electrical circuits. The extension leads were revised under general anesthesia. The pt made an uneventful recovery.

Manufacturer narrative:
See scanned pages.